Event description:
It was reported that a balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The procedure was completed with a different device, and no patient complications reported.